Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited an electrical reset likely due to battery depletion. It was further reported that the icm was no longer working. It was noted that the device was implanted for longer than its expected longevity. The device remains in use. No patient complications have been reported as a result of this event.